Manufacturer narrative:
The probe was returned to the manufacturer for analysis. Analysis found that the tip of the returned probe was visibly bent. However, with markers attached and fully seated, the probe displayed good geometry and divot error readings with normal tracking and verification. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used outside of a procedure. It was reported that the cervical probe was deformed. There was no patient involvement. It was reported that the possible cause that there was excessive force applied to the probe during a procedure.